Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and visually inspected. The shaft was bent almost 180 degrees at the base. Visual observation of the suction tube revealed saline residue in the tube. There was also some procedural debris on the active tip of the electrode. The metal faceplate of active tip was separated from the device when received. This complaint is confirmed. Due to the nature of the complaint the device is being forwarded to the supplier for further investigation. Visual inspection of the device revealed signs of activation at the device tip. The active suction tube was found eroded during use and there is a section of the active suction tube missing which was not returned for investigation. Electrical and functional tests were not performed due to the damage to the device. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The CAPA was closed in july 2015 due to a number of process improvements. The potential root cause for the CAPA was attributed to several things: a) the weld bridge on active suction tube is not providing sufficient weld material and retention, b) mechanical fatigue due to stress corrosion pitting/corrosion and due to welding process, or c) device misuse such as extended activation or overloading of mechanical forces. Although this device lot number was manufactured after the improvements were made, the supplier concluded the occurrence rate of this failure is lower than that of the old design and within the acceptable probability level. At this time, no further corrective actions are required and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email after using the electrode for a few minutes during a subacromial decompression, the metal tip got loose and fell into the patient. The tip could be removed from the patient and will be sent in a small blue bag together with the electrode. No harm to patient. Five minutes delay as a new cp90 electrode had to be used to end the procedure. The surgeon is well trained and very familiar with our electrodes. Additional information received via email from the affiliate on 5-10-2017. No excessive forced used.